Event description:
Imp # (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an investigation was performed. The investigation was not able to reproduce the customer issue on the returned device. The investigation concluded that the device was operating as designed. (B)(4).